Event description:
It was reported that during the procedure, an asahi fielder xt, then a hi-torque winn guide wire were each advanced toward a very heavily stenosed lesion in the tortuous saphenous vein graft (svg) to right coronary artery (rca) coronary artery bypass graft, but each guide wire was unable to cross the lesion due to the heavy tortuosity and stenosis. A non-abbott guide wire was able to cross the lesion. A 3.0x8 nc trek rx balloon dilatation catheter (bdc) was then advanced over the non-abbott guide wire to the 85% stenosed target lesion. The nc trek balloon was inflated to 18 atmospheres (atms) and held for 20 seconds, then deflated. The balloon was then inflated a second time to 20 atms and held for 90 seconds when the balloon ruptured circumferentially; the distal portion of the balloon separated in the vessel. The remaining proximal section of the balloon was unable to be retracted over the non-abbott guide wire as it had become stuck on the guide wire. With the trek and non-abbott guide wire remaining in place, an unspecified guide wire and unspecified bdc were advanced and the unspecified balloon was inflated at the lesion, creating an opening to allow a snare to pass through the lesion. The distal part of the balloon was successfully snared from the anatomy. The trek and non-abbott guide wire were then withdrawn from the anatomy as a single unit. The procedure was completed using a non-abbott stent, resulting in less than 20% stenosis. There were no adverse patient sequela, however, this issue caused a clinically significant delay. A review of a received procedure cine revealed that during inflation of the trek, a large discrete waist approximately mid-balloon occurred. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary:the device was returned and the reported balloon rupture and separation were confirmed. A review of the received cine confirmed the reported balloon separation and the occurrence of a balloon waist during inflation. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the nc trek instruction for use warns: balloon pressure should not exceed the rated burst pressure (rbp). Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.